Event description:
It was reported that port was placed in 2005. The following month, port appeared to be "blocked" and was replaced. A month after in 2005, pt complained of swelling, pain & redness at port site. Catheter was found to be detached from port. Port & catheter were surgically removed. No pt complications reported.